Manufacturer narrative:
On 23-sep-2024, the product investigation was completed. It was reported that a patient underwent a redux atrial fibrillation ablation procedure with a octaray mapping catheter and after mapping to the left, then in the right atrium, and including use of a thermocool smarttouch, at the time of putting the octaray back in the right atrium, doctors observe coagulum at the level of the octaray irrigation. The coagulum did not trigger any error alerts or alarms on the systems. There were no catheter flow issues noted. The physician did believe that the thrombus/clot was excessive and "the physician does not understand the apparition of the coagulum". The probe had been irrigated by a heparinized pouch. The procedure was completed. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device, however, photos of the thrombus-clot were received from the customer. The irrigation test was performed and the device was irrigating correctly. A manufacturing record evaluation was performed for the finished device number lot 31267825l and no internal action related to the complaint was found during the review. The thrombus-clot issue reported by the customer was confirmed due to the photos provided by the customer. The potential cause of the thrombus clot could not be determined. The instruction for use (IFU) contain the following recommendations: always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the irrigation luer when the catheter is in the body. A rate of 2 ml/min is recommended as part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-aug-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redux atrial fibrillation ablation procedure with a octaray mapping catheter and after mapping to the left, then in the right atrium, and including use of a thermocool smarttouch, at the time of putting the octaray back in the right atrium, doctors observe coagulum at the level of the octaray irrigation. The coagulum did not trigger any error alerts or alarms on the systems. There were no catheter flow issues noted. The physician did believe that the thrombus/clot was excessive and "the physician does not understand the apparition of the coagulum". The probe had been irrigated by a heparinized pouch. The procedure was completed. No patient consequences were reported.